Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl. The customer was treated for the high blood glucose with food and juice. Customer said that the insulin pump she was using went through an x-ray that may have caused the low blood glucose. Customer feels uncomfortable with her current pump because she feels it is not working right. A new insulin pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.